Manufacturer narrative:
Pump received with broken reservoir tube lip noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device has no alarms, customer puts it in the charger and nothing happens, just a red light. Device also has missing pieces where the reservoir goes. The customer¿s blood glucose level at the time of the incident is unknown. Report does not state whether the device was able to lock into place. No further details or information available. The device will be returned for analysis.